Manufacturer narrative:
Further information received has indicated that the event was found during cleaning and would be obvious to the user and would not be sent into surgery. This MDR will be closed and re-opened if additional information is received. It was determined that this is a duplicate of stryker reference (B)(4).

Event description:
It was reported that it is not possible to clean the flexible part of the screwdriver well.

Event description:
It was reported that it is not possible to clean the flexible part of the screwdriver well.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.